Manufacturer narrative:
The contact lens solution was not returned for inspection. The complaint is unconfirmed. The association between the contact lens solution and the incident is unconfirmed.

Event description:
Date of event is unknown. A list of complaints was sent to coopervision inc from (B)(6), this documents a consumer complaint stating that use of the one step peroxide system caused an allergic reaction. Patient alleges, "in the middle of treatment", and has to go back so that, "eyes no longer hurt". This event is being reported in abundance of caution based on the patient allegation of medical intervention. It is unknown what "treatment" entails and/or what actions were taken to prevent or treat a permanent injury. No additional medical information is expected and therefore this is submitted as a final report.